Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer performed a supply change resolving the occlusion. Customer's blood glucose (bg) level was 530-600 mg/dl, with vomiting and a high ketone level identified as dangerous by healthcare provider. Customer administered a manual injection to address bg.